Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting error code 1109 primary alarm failure message. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer wanted to confirm the ohms for alarm speakers, stating that the speaker on the power management board is reading 40uohms. The rse provided the part number for the speaker assembly as requested.

Manufacturer narrative:
The customer replaced the speaker assembly to resolve the reported issue. When the device restarted after replacement of speaker, the alarm did not return during normal startup. Power fail test 10 from the performance verification section 9 of service manual was completed and the device passed the required performance verification tests per philips standards and was returned to service. Product UDI is corrected.